Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed that as reported, the pump does not recognize a closed door caused by a failed upper auxiliary assembly. The upper auxiliary assembly was replaced.

Event description:
It was reported that a pump does not recognize a closed door. Any patient involvement, injury or medical intervention is unknown.